Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure that the curved-tip stapler 30 instrument and the installed white reload were being fired across the pulmonary artery (pa) when the stapler and reload did not fire. No staples or blade were deployed during this event. It was reported that no errors were generated during this event. There are no images or videos of this event. The pa was reportedly in normal condition with no tension nor any obstructions during this event. The surgeon used a laparoscopic stapler instrument to continue this procedure to completion with no reported patient injury.

Manufacturer narrative:
Intuitive received the part associated with this complaint and the disposable stapler sheath. Upon failure analysis, no tears or damage observed, other than normal wear and usage of the sheath.